Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient's infusion set did not stick well due to sweating on (B)(6) 2026. No further information available.